Event description:
It was reported that during a da vinci hysterectomy procedure, a yellow warning appeared and the endowrist one vessel sealer instrument was removed using the manual safety key. It was difficult to open the instrument due to the instrument blade being stuck. The surgeon completed the procedure using a different instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found an exposed blade. The instrument was placed on an in-house system and failed a self-check test. The instrument blade was manually placed in the blade garage and the instrument passed a self-check test after this was done. The instrument blade was not damaged and there was no significant debris on the instrument tip. The blade was found to be dislodged from the blade track. Upon rotating the grip axis, the blade also rotated. Failure analysis also found that the wrist of the instrument was slightly dislodged, but was still able to enter the cannula. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.